Manufacturer narrative:
The device was not received from the customer, therefore no evaluation is possible. If the device or additional information is received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing high-risk surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp started once the guidewire was out and the impella cp was seen to be in good position. Once the impella cp started, the placement signal was not reading appropriately. Although the pump was flowing at 3.6 liters per minute and there was a pulsatile motor current, the placement signal was not reliable. The placement signal was not registering appropriately and the staff decided to switch the impella cp to new automated impella controller. Once that was done, the placement signal normalized. It was noted that this event did not result in any harm to patient. The patient remained hemodynamically stable throughout the event. Additionally, the patient converted from normal sinus rhythm to rapid atrial fibrillation. The patient was put on amiodarone. The patient had atrial fibrillation with a ventricular response rate between 80 to 120 beats per minute. The patient was occasionally paced. The impella cp was repositioned under echocardiogram from 93 centimeters to 91 centimeters. It was noted that the right ventricle's function was depressed due to the arrhythmia but it believed to be inaccurate due to the rapid atrial fibrillation (as the echocardiographic measurement decreased from 14 to 8). The pulmonary artery pulsatility index was around 0.8 at that time. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation of optical signal issue and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Optical signal issue: data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on console within 3 minutes of starting the pump. As soon as the pump was connected, the snr was roughly 300. Around the time the pump started, it trended down to ~78, and the psnr alarm triggered 2 minutes later. Contrast also trended down along with snr. When the pump was connected to a second console, all optical signal metrics were generally stable for the duration of support. This suggests that the pump was not the cause of the optical signal issue. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.